Event description:
Siemens was notified on (B)(4) 2013 that on (B)(6) 2013 at approx. 14:08 the table rotated in the incorrect direction to 0 degrees instead of isocentric from iec 300 degrees to 290 degrees during an auto sequence of a stereotactic treatment. The therapist stopped the table by pushing the motion stop button to avoid a collision, and the treatment was interrupted. It was reported that afterward, the therapist tried using the keyboard to rotate the table isocentric in direction to 270 degrees. A target position was entered and the table began moving in the incorrect direction to 90 degrees however it was stopped at 105 degrees, which was a short distance before a collision. The isocentric display at the table showed the correct angle. The console was restarted however the error situation did not change. A reset of the table was performed, the table rotated correctly and the treatment was finished. There is no report of injury or mistreatment to the patient. This reported issue occurred in (B)(6).

Manufacturer narrative:
This MDR is being mailed on (B)(4) 2013. Siemens' investigation into the reported occurrence is on-going. A supplemental report will be submitted to the FDA upon completion of the investigation.